Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6 and h11. Corrected field: h6 - component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the broken optical lens occurred due to the bent outer tube, caused by excessive use. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the issue occurred prior to use, and the device had been inspected prior to use as well. The intended procedure was completed with a new device.

Event description:
A user facility reported to olympus the rod on telescope "oes elite", 4 mm, 30°, hd, autoclavable looks like it was broken. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus where the user complaint was confirmed. Additionally, the outer tube was bent, there were dents on the distal edge, and stains under the cover glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.